Event description:
It was reported that the user experienced recurrent nocturnal low blood glucose readings in the 40¿50 mg/dl range which the caregiver described as difficult to correct; oral glucose was used to treat. Investigation of this case revealed no definitive device-related cause identified. Symptoms included confusion, lethargy, shakiness, paleness and nausea associated with hypoglycemia during the event. Outcomes included the need for oral carbohydrate intervention without hospitalization. It was concluded that the event involved hypoglycemia with unclear cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.